Event description:
The customer reported their pump screen went dark and would not turn on despite being plugged into a known working power source. There was no adverse impact to the customer¿s blood glucose level. Technical support attempted troubleshooting steps without success. Customer reverted to an alternate method of insulin delivery.